Manufacturer narrative:
One opened bl3318s pouch from lot w4136 was received. Visual inspection found that the pouch contains the needle wrench/holder only. Microscopic examination found the flats on the needle holder side of the assembly are marred, gouged and bits of material are sticking up on the edges. There are particulates visible around the damaged area. The cause of the damage cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required since there is no non-conformance. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of september 2019 complaint review board trends for stellaris vacuum products showed within control limits for bl3318s. The investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable at the time of release. The product has been requested yet not returned. Further investigation pending product return.

Event description:
A facility in (B)(6) reported that a piece of plastic from the needle wrench was noticed during surgery and was removed from the eye. There was no patient injury.